Event description:
It was reported that during a meniscus repair surgery, four (4) boxes of the fast-fix 360 curved came out of the box straight. One device was used in the patient, the t1 implant was removed from the patient using graspers. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation however a device deficiency was identified. A complaint history review found similar reported events. A review of the fast- fix 360 assembly procedure, found that for fast fix reverse curved is inspected to be properly bended. If any of the inspected parts fail, the inspected part must be rejected and an nc shall be addressed. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing issue. A corrective action and non-conformance was initiated to address this issue. The manufacturing of the reported devices was stopped to modify the manufacturing process to include the proper specifications and inspections to reduce the occurrence of the reported event. Internal complaint reference (B)(4). H6: medical device problem code updated.